Manufacturer narrative:
Co is unable to complete our investigation in time for follow up #1 submission. A follow up report will be sent by 7/11/1998.

Event description:
External blood leak from pump segment during treatment. Estimated blood loss = 500 cc. No pt injury or intervention.